Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) indicated a status of aging and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.